Manufacturer narrative:
Continuation of d10 product ID: 900310 product type: needle product ID: non-medtronic product type: guidewire product ID: non-medtronic product type: guidewire product ID: non-medtronic product type: mapping catheter product ID: non-medtronic product type: ice catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, st elevation was observed post-ablation and after post-mapping. The physician suspected a venous air embolism was the cause of the st elevation. The procedure included pulmonary vein isolation and off-label ablation of the posterior wall with the loop catheter, despite notification to the physician regarding the off-label use. The st elevation resolved without treatment. The case was completed successfully with pulsed field ablation. No further patient complications have been reported as a result of this event.